Manufacturer narrative:
The technician found the brake caster was worn. He replaced the caster to repair the bed.

Event description:
Information received indicates the brake caster continues to ratchet when in brake mode.